Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed chronic infections at the implant site. On (B)(6) 2014, and (B)(6) 2015 the patient was prescribed oral antibiotics (durations not reported) without resolution. Subsequently the abutment was removed and the site wound was irrigated (date not reported). The implanted device remains.